Event description:
It was reported that during an unknown procedure, the device worked for all the firings it was used to do. However, the surgeon has been reported as stating that it would not have been able to do anymore firings because he felt something had gone wrong with the device. This was reported by the supplies manager and he could not remember which surgeon this occurred with or what case it was. None of the nurses could recall either. There was no need to manage the problem as all the firings were completed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that one atg45 was received instead of an ats45. The device was received with the firing trigger broken and with a reload loaded in the device. The reload was received partially fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Firing trigger teeth; yoke teeth the analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing and the clamping mechanism to fail, it is possible that the device was fired on tissue thicker than indicated when these scenarios occur, the components in the firing and clamping mechanisms can become damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.